Event description:
It was reported that during the pulse field (pfa) ablation procedure to treat atypical atrial flutter, the faradrive steerable sheath clear, was selected for use. It has been mentioned that the valve was dripping blood as the catheter was inside the sheath after the procedure was completed successfully. The procedure was completed successfully by using the original device. No patient complications have been reported. The product was received and investigation is still in progress. It was further reported the pressure bag was used for the irrigation of sheath. Farawave and non-boston scientific hd grid mapping catheter have been inside the sheath prior to, and or at the time, the leak was observed. The leak was coming from the valve at the proximal end of the sheath handle. It was a slow drip. Approximately 10-15 cc of blood was lost in total. No other issue has been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulse field (pfa) ablation procedure to treat atypical atrial flutter, the faradrive steerable sheath clear, was selected for use. It has been mentioned that the valve was dripping blood as the catheter was inside the sheath after the procedure was completed successfully. The procedure was completed successfully by using the original device. No patient complications have been reported. The product was received for analysis. It was further reported the pressure bag was used for the irrigation of sheath. Farawave and non-boston scientific hd grid mapping catheter have been inside the sheath prior to, and or at the time, the leak was observed. The leak was coming from the valve at the proximal end of the sheath handle. It was a slow drip. Approximately 10-15 cc of blood was lost in total. No other issue has been reported.